Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event that the clip would not release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the transverse colon during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip would not be released from the catheter. The procedure was completed with a different device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.